Manufacturer narrative:
Minor scratches on the display window were noted. No unresponsive buttons were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their b button was sticking. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.